Event description:
It was reported the surgeon had an issue while finishing an open reduction internal fixation (orif) right tibial plateau. The surgeon noticed that one of the screws was one cm too long and had passed through the bone in the x-ray taken (x-ray not provided). The screw was not able to be backed out and appeared cold welded to the plate. Surgeon attempted to use the conical extractor from the screw removal set. The conical extractor broke off in the screw head. Surgeon elected to leave the screw implanted.this is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt identifier: (B)(6). Unable to perform DHR review. Lot number 6148164 is not a valid lot for part number 387.34. No cross-reference lot number can be identified. Additional information has been requested. Placeholder.